Event description:
It later reported that the lv lead exhibited a sudden increase in pacing impedance.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: product ID: dtba1d1, crt-d, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead was unable to capture. An x-ray confirmed the lead had fractured and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.